Event description:
On 08/30/2021, it was reported by a sales representative via sems that an ar-6485 synergy cw4 arthroscopy pump will not hold pressure. Ts: tubing was replaced on both sides and the issue persisted.

Manufacturer narrative:
The complaint is not confirmed. The unit maintains its pressure and passes all flow rates and pressure tests.